Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken drill bit could be confirmed. Two fragments of the device have been received for investigation. The pattern of the damage found was attributable to excessive torque. Other possible contributory factors for this failure could be: hard/dense bone, insufficient primary bone fixation, carelessness during usage, deviations from the instructions for cleaning, sterilization, maintenance and inspection. Based on the investigation, the root cause broken tip was attributed to be device unrelated patient/user issues. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill was broken. According to the sr, it was broken during the surgery but there was no adverse consequence.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill was broken. According to the sr, it was broken during the surgery but there was no adverse consequence.